Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supply manager reported that there was a dialyzer blood leak during a hemodialysis treatment. In a follow up, a clinic manager reported that the blood leak occurred 45 minutes after starting the hd treatment. The manager explained that the leak was not visually seen.the blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was not completed at that time due to clotting of the access. The device is available to be returned to the manufacturer for evaluation.

Event description:
A supply manager reported that there was a dialyzer blood leak during a hemodialysis treatment. In a follow up, a clinic manager reported that the blood leak occurred 45 minutes after starting the hd treatment. The manager explained that the leak was not visually seen.the blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was not completed at that time due to clotting of the access. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: a sample has not been provided for evaluation. The third-party carrier's website was reviewed and it was verified that the provided shipping materials were sent to the customer and were subsequently received. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. In the event a sample is returned for evaluation, the complaint file will be updated. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided.a review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: a sample from the reported lot was returned and subjected to a laboratory bubble point test. No leaks, damage, or irregularities were identified on the returned sample. See the attached photo and test documentation in the content tab.a review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supply manager reported that there was a dialyzer blood leak during a hemodialysis treatment. In a follow up, a clinic manager reported that the blood leak occurred 45 minutes after starting the hd treatment. The manager explained that the leak was not visually seen. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was not completed at that time due to clotting of the access. The device is available to be returned to the manufacturer for evaluation.